Event description:
On august 28, an amazon customer commented that the product was false negative: customer tested negative on this test and at the same time positive in the pcr test. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.